Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR" message was confirmed during functional testing and archive date review. The investigation findings revealed drive train brake gap was out of specification. The root cause of the error message was due to a damaged drive train motor in which is likely attributed to normal wear and tear. Unrelated to the reported complaint, a sticky clutch was observed and to remedy, deburring was performed. During archive data review, a ua139 (unable to hold compression position (system error)) was observed on the reported event date. During the initial functional testing, user advisory (ua)17 (compression tracking error) was also observed. Replacement of the drive train motor remedied this issue and therefore it is related to the reported complaint, . After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.